Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer was experienced symptoms was unknown. Customer treatment was unknown. Customer had been using insulin pump system within 48 hours of reported high blood glucose event was unknown. The customer will continue to use the device.